Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 6 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported the patient has had a propensity for both bleeding and clotting. However, the patient's inr was maintained mostly at therapeutic levels throughout the duration of lvad support with a inr goal of 1.8-2.0. In (B)(6) 2015, a rise in the patient's lactate dehydrogenase (ldh) level was observed. The patient was started on plavix and their aspirin dosage and inr goal were increased. It was reported that the patient was admitted on an unspecified date due to an increase in their lactate dehydrogenase level. The patient was switched from plavix to persantine on (B)(6) 2016. The patient's anticoagulation regimen consisted of aspirin (325 mg q.d.), coumadin, intravenous heparin, and persantine. On (B)(6) 2016, the patient's urine became (B)(6) colored. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The report of suspected thrombus can be confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 10.5 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and inlet bearing cup. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Areas of the rings appeared to be similar in color and structure and were likely a single formation prior to disassembly. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layers suggests that they did not form in these locations. Although its origins and duration for which it was present in this area could not be conclusively determined, the deposition lacked areas of denaturation and the lack of circumferential contact marks on the outlet bearing cup and rotor outlet section suggests that the deposition was not present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the reported elevation in lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.